Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that the device did not scan any pts. All of the readings displayed zeros. This occurred with several users. No pt injuries were reported.